Event description:
A malfunction alarm was reported on the pump, and there were no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur.